Manufacturer narrative:
Other applicable components are: product ID 97702, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator, product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead, product ID 3987a, lot# n339803, implanted: (B)(6) 2012, product type lead, product ID 3987a, lot# n302805, implanted: (B)(6) 2012, product type lead, product ID 3987a, lot# n284175, implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for rsd/cau salgia-complex regional pain syn and spinal pain. It was reported a lead revision. The caller reported a "perineal" lead replacement. The caller did not have further information regarding the event. Additional information was reported by a consumer via a representative on (B)(6) 2017 that the patient feels discomfort when there is pressure against the back of the knee. An impedance check was performed. The surgical lead was moved to different area where irritation will not occur. It was noted that this event occurred on (B)(6) 2017. Additional information was received from the consumer on 2017-nov-29 reported that a lead revision occurred on (B)(6) 2017 and 2 leads were replaced. Since the revision, the patient had not been getting pain coverage. It was reported that the coverage that they were supposed to be receiving was not working. Per the caller, the health care provider (hcp) cut on the side of the patient¿s leg during the revision and placed another lead. It was confirmed that the leads were placed peripherally and went directly into the leg. A follow-up appointment was made for (B)(6) 2017 and a request for a manufacturer representative to be present was made. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-01 reporting that the original lead placement was behind the knee. When the patient would drive or be in the sitting position, the back of their knee/leg would rub up against the seat/chair and caused irritation and pain at the site of the lead placement. The patient experienced pain at the lead site which was described as sensitive to touch. It could not be clarified which of the 2 implanted inss was associated with this event. It could not be clarified which of the patient¿s leads was associated with this event. No further complications were reported.